Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed no delivery. The patient's blood glucose at the time of incident is unknown; however, their blood glucose during the call was 465 mg/dl. The patient stated that they were treating the high blood glucose with an insulin pump bolus. During troubleshooting for the no delivery alarm, the customer attempted to push insulin through the tubing with a plunger push, but the customer experienced higher than normal amounts of resistance. The customer was able to successfully prime the tubing. The customer was advised that the insulin pump was functioning as designed. The insulin pump and reservoir were not returned for analysis.